Event description:
It was reported that the patient underwent left shoulder revision due to disassociation of the glenosphere from the baseplate. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: cat: 115310 lot: j7633527  comp rvrs shldr glnsp std 36mm. Cat: 118000 lot: j7586227  25mm versa-dial taper adaptor. Cat: 110031399 lot: 66245859 mini tray std cocr +0 offset. Cat: 115395 lot: 66350731 comp rvs cntrl 6.5x25mm st/rst. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00100.

Event description:
It was reported that the patient underwent left shoulder revision due to dislocation of the glenosphere from the baseplate. No additional patient consequences were reported.